Manufacturer narrative:
Liebel flarsheim mfg was not provided any further info with regards to this event. On 4/9/08, customer biomed reports that they have activated the ct9000adv safety feature and verified that the "used syringe" warning is now active. Also implied that CT experienced an adverse event, and indicated that the supv of the dept had expressed knowing it was a user error and retraining had been performed. When asked if they would like for an lf field svc engineer to visit and evaluate the sys, the customer stated it was not necessary.

Event description:
On 3/28: customer reports via phone that they experienced an air injection with the ct9000adv injector using optiray prefilled contrast media syringe. Customer asks prod monitoring to return call on 03/31/08, they would have more info to provide at that time. Customer has not returned any calls, no add'l info has been provided.